Event description:
It was reported that a probable trauma occurred, after a sudden stop of the car, in which the pt hit her head. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis wil be submitted as a follow-up report.